Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. Sam 300p passed ¿out qat from heartsine technologies on the 9th february 2011. Upon investigation, corrosion was observed on multiple tracks of the membrane tail including track 13 (on_button). This had resulted in partial short circuits from the on_button line to adjacent tracks, causing the device to switch on automatically, as per the reported fault. Additionally, as the corrosion had led to a high resistance on this line, the fault had also resulted in the failure of the device to power off via the on/off button. Furthermore, the returned pad-pak was found to be depleted beyond any use. The corrosion on the membrane tail had resulted in a high current drain on the device. The high current drain in the device had depleted the returned pad-pak, resulting in low battery fails and the reported fault of a red status indicator. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the corrosion on the membrane tail had resulted in the failures observed. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars.

Event description:
Red status indicator. Further investigations indicate the device to switching itself on.there was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Red status indicator. Further investigations indicate the device to switching itself on. There was no patient involved in this event.